Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box showed a voltage drop on 05/26/2015. The pump powered on with the returned battery cap, but the battery cap couldn't fully tighten to the pump due to damaged threads. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump failed a leak test due to the crack in the battery compartment. There was no evidence of additional moisture contamination inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.